Event description:
Philips received a complaint on the efficia cms200 central monitoring system indicating a speaker error. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips technical support specialist (tss) remotely interviewed the customer who was onsite. The tss confirmed with the customer the device did not produce audible sound. The tss advised the customer to check the speaker cable. The customer identified the speaker cable was disconnected from the pc. After the speaker cable was connected to the pc, the device was returned to functional use with no further issues identified. H3 other text : see h10.